Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. The manufacturing history of lot indicated was reviewed with no irregularities noted. Based on the past similar cases, it was known that the manipulation wire was damaged when the device was abruptly withdrawn from the angulated scope. The instruction manual of the device has already warned as follows; do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient¿s body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane.

Event description:
During biopsy of lung, the subject device was used. In the procedure, the wire of the subject device was fallen off into the lung of the patient. The user found the fragment, but could not retrieve it. The procedure was completed with another device. There was no patient injury reported except the event.